Manufacturer narrative:
The instrument data logs were not available for the investigation. The n-bilirubin assay is dependent on several factors and instrument datalogs are a critical part for determining the root cause for discrepant results. The performance and health of the rp500e cannot be determined at the time of the alleged discordant results. Therefore, the root cause is unknown. The customer stated they are operational. The rp500 nbili assay is a whole blood multi-wavelength direct (non-chemical) spectrophotometric measurement based on the jendrassik-grof diazo-reference method. Most laboratory chemistry nbili assays are single or dual wavelength measurement of bilirubin derivative utilizing a reactive chemistry measured on serum or plasma samples. Several factors can influence the nbili assay. Some of these factors include differences in methodology, preanalytical conditions due to the difficulty of neonatal specimen collection, insufficient mixing, time differences between comparative measurements, light exposure, hematocrit levels and potential optical interferences. Additional factors that may affect the measurement of nbili include presence of fibrin and/or interstitial tissue, intralipid (lipemia), turbidity, triglycerides levels and abnormal concentrations of hemoglobin in the red blood cells.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. Siemens has requested the cx and paz files for investigation. The customer stated they are focusing on technique/pre-analytical handling and communication to all staff. They shared other sample collection guidance with the nicu and they've changed their capillary collection protocol. They highlighted to clinicians that the nice guidelines they are using are based on serum bilirubin determination not nbili from a gas device which uses whole blood. Siemens service went on site and carried out a total service call and a cartridge simulator test, no problems found. Calibration & qc were run and handed back to customer in proper condition. The definitive cause of this event is unknown.

Event description:
The customer reported discrepant low nbili results for one patient on the rp 500e s/n (B)(4) when compared to another siemens lab analyzer. There was no report of injury due to this event.